Manufacturer narrative:
(B)(4). Device evaluated by MFR: synergy ous mr 2.50 x 12mm stent delivery system (sds) was returned for analysis without a stent. Stent not returned. Stent separated from sds. There was no stent on the balloon. The balloon folds were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings on the balloon indicated correct positioning and crimping of the stent prior the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion found no issues. A visual and microscopic examination of the tip found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 02-may-2017. It was reported that advancing difficulties were encountered. The target lesion was located in the left circumflex artery. A 2.50x12mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, due to the very tight lesion, the physician had difficulty advancing the device. Several advancing attempts were made but physician was unsuccessful. Several dilatations were performed and another 2.5x12mm synergy stent was advanced and completed the procedure. No patient complications were reported and patient's status was stable. However, device analysis revealed the stent was not returned. Additional information received states that upon withdrawal, the physician noticed that the stent was still on the delivery system but had dislodged. The physician then removed the stent entirely from the delivery system.